Event description:
It was reported that the contrast button was not responding properly. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: all of the keypad buttons were not found to click or spring back properly. The keypad was removed and contamination was observed under the button contacts. The bolus button was found to not be responding properly. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings. All of the keypad buttons were not found to click or spring back properly. The keypad was removed and contamination was observed under the button contacts. The bolus button was found to not be responding properly. Unrelated to the event the display screen was found to be faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.